Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The account reported suction loss occurred during the procedure while laser firing with an intralase patient interface (pi) for the patient's right eye. Patient was applanated. There was no patient injury reported and the case was completed successfully when the pi was switched out. There were no further complications.